Manufacturer narrative:
Results: bd received 5 samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a loose shield with the incident lot was observed in 1 of the samples. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: complaint confirmed. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the device, bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle had a loose cap. No medical intervention or injury reported.